Manufacturer narrative:
Concomitant medical products: 239256, m2a-magnum 12/14 tpr 42-50, 643000, us157856, m2a-magnum pf cup 56odx50id, 648070, unknown part#, unknown omni life stem, unknown lot#. Reported event was confirmed based on medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure seven years post implantation due to pain secondary to wear of the metal on metal articulating surface. Corrosion was also noted on the femoral head and taper adapter. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 50mm, part # 157450 from lot 878630, was returned and evaluated against the complaint. Visual inspection found the head sporadically covered in a dried yellow liquid preventing observations regarding the surface condition. The head remains assembled with the taper insert upon receipt. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00949, 0001825034-2017-10994.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 239256, m2a-magnum 12/14 tpr 42-50, 643000. Us157856, m2a-magnum pf cup 56odx50id, 648070. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10994, 0001825034-2017-10993.

Event description:
It was reported that a bilateral hip patient underwent left total hip arthroplasty and is scheduled for a revision surgery due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.